Manufacturer narrative:
(B)(4). A replacement main printed circuit board assembly was shipped to the distributor. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of september 18, 2015 the alleged faulty main printed circuit board assembly has not been received by carefusion.

Event description:
The following is a description of an event that occurred in (B)(6) as reported by the distributor: "unit is alarming vent inop and turbine fault alarm after switch ventilator on. There is no gas delivery from outlet. Avoid mistake, we replace the new main pcb then we fix the issue." No patient involvement.